Manufacturer narrative:
Exact date unknown, event occurred in mid or late (B)(6) of this year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.